Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2009, the patient underwent anterior lumbar interbody fusion on the lumbar region of his spine from vertebrae l4 to s1. Reportedly, rhbmp-2/acs was implanted in this surgery. The rhbmp-2 collagen sponge was placed outside a cage, i.e., in the disc space. Allegedly, patient's "post-operative period has been marked by a period of improvement, followed by increasingly severe low back pain, with numbness and pain in his left leg and foot, and then pain and radicular symptoms in both legs." Reportedly, the patient continues to experience "chronic low back pain, with pain radiating to his right testicle, left hip, legs and feet. He experiences difficulty sitting, standing and walking, and uses a cane to assist in ambulation."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.